Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 78 mg/dl. The customer reported no delivery occurred during manual prime. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the pump did not alarm on delivery with manual prime. The customer was advised that changing the reservoir will resolve the issue. The customer is being sent a replacement reservoir.